Manufacturer narrative:
This report is submitted on june 09, 2017, (B)(4).

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017, under general anesthesia in order to place an internal magnet due to skin overgrowth at the abutment site.